Event description:
Mics hand piece assy209063 lot 42061117 sn (B)(4) stopped working after first cut(distal femur):no automatic alignment possible anymore. So the case had to be finished in manual mode as the second mics was in sterilization.

Manufacturer narrative:
Reported event: it was reported that mics hand piece assy209063 lot 42061117 sn (B)(4) stopped working after first cut(distal femur):no automatic alignment possible anymore. So the case had to be finished in manual mode as the second mics was in sterilization. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k0ak0 and 23 devices were accepted into final stock on 12/07/2017. A review of qt17-12-0020 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0ak0 shows 10 additional complaint(s) related to the failure in this investigation. The related complaints are (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics hand piece assy209063 lot42061117 sn (B)(4) stopped working after first cut(distal femur):no automatic alignement possible anymore. So the case had to be finished in manual mode as the second mics was in sterilization.